Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for rv oversensing was observed. The physician elected to not take any action as the oversensing is not compromising the correct working principles of the device. The patient condition is stable and will continue to be monitored.